Manufacturer narrative:
According to the customer, on (B)(6) 2024 the user was "provided a medline shower chair" that "broke from under [the user] causing injuries" while showering. The customer reported injuries to the "head, neck, and back." No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2024 the user was "provided a medline shower chair" that "broke from under [the user] causing injuries" while showering. The customer reported injuries to the "head, neck, and back."